Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0207-02 h3, h6: the clinical analysis was re-evaluated due to hardware analysis completed for a different complaint. It was determined that since it was confirmed that the shoulder was indeed faulty, the main root cause in this case is faulty hardware of the shoulder. The system was serviced in the field. In summary, the shoulder was replaced and the firmware was updated. The lock/unlock sensor mechanism was adjusted as well as the front/back encoder readings. The front/back breaks were also adjusted. The shoulder was returned for analysis. The analysis determined that it was impossible to adjust the brakes, because the piston was not balanced. As a result of an imbalance in the piston, a shift fault can occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that the robot missed the final screw. There was no patient involvement. Additional information received from a manufacturer representative reported there was a patient involved. This was a t12-l2 procedure. While double checking the navigation was good, it was found that the arm was lateral. The representative checked the navigation on a previous inserted screw and was also good. The arm was sent back to l2 left (the missed one) again, and the navigation was good, but the trajectory was off. Additional information received from a manufacturer representative reported that there was no patient harm or delay. The amount of t rajectory deviation was unknown. Additional information was received. It was reported that the site claimed trajectories deviate 3 centimeters (cm). Additional information received from a manufacturer representative reported that the suspected cause was a waterbed.

Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. H3, h6) the system was serviced in the field. In summary, no faults were found and the system performed as intended. Codes b01, c19, and d14 are applicable. H3, h6) clinical data was received for analysis. The results concluded the probable root cause of the lateral shift in the l2 left trajectory was a patient shift resulting from the waterbed effect. Codes b01, c13, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.